Manufacturer narrative:
It was reported that the delivery system was rotated to adjust the position of the contralateral gate of the trunk ipsilateral leg component outside of a sheath during the procedure. Reportedly, the connection part between the shaft and the handle could have been damaged during the rotation. The delivery catheter was returned to gore for analysis and the device evaluation showed the following: engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum. The water was observed leaking out of the manifold guidewire lumen trough. The manifold has a sealing gasket around the inside, and is further sealed with the addition of glue to the glue port and the guide wire lumen trough. Although all the glue ports appeared to be filled, a gap probed by a pick at the manifold guidewire lumen trough indicated an insufficient amount of glue. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter handle was confirmed. The likely cause for the observed leakage was an incomplete seal caused by an insufficient amount of glue between the manifold lid and the guide wire lumen trough. This type of occurrence will continue to be monitored. Additionally, according to the gore® excluder® aaa endoprosthesis with c3 delivery system instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The device was sent to gore for analysis. The investigation is in process. Further information will be provided.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses with c3 delivery system (rlt231216j/18026592). After the white outer deployment knob was pulled to deploy to the contralateral gate of the trunk ipsilateral leg component, the handle of the c3 delivery system was wrapped with a drape to fix the position of the device. After all devices in the contralateral side were deployed including another manufacturer¿s stent graft, the handle of the c3 delivery system was taken out from the drape to deploy the ipsilateral leg. At that time, it was observed that a significant amount of blood (amount unknown) was pooled in the drape and blood leaked from the connection part between the shaft and the handle. Therefore, the physician deployed the ipsilateral leg in a hurried manner. Transfusion was not required. The patient tolerated the procedure. It was reported that the delivery system was rotated to adjust the position of the contralateral gate of the trunk ipsilateral leg component outside of a sheath during the procedure. Reportedly, the connection part between the shaft and the handle could have been damaged during the rotation.